Event description:
Nursing home called to get help with running the standardization strip. Standard strip test showed out of range. The motor was replaced and the defective one returned for investigation.